Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of atrial tachycardia. Reprograming was done and the patients atrioventricular node was ablated. The device remains in use. No further patient complications have been reported as a result of this event.